Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that were not available at this time.

Manufacturer narrative:
Evaluation of the device is not possible as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Additional devices listed in this report: infinity talar dome. Infinity poly.

Manufacturer narrative:
Correction b2, h6 result, conclusion, clinical. The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT-scan shows a marked loosening of the tibial component with both subsiding and migration. The talus shows bone resorption and deformation (collapse) as well as loosening of the talar component. The CT-scan shows the poor bone quality. The CT-scan shows status after subtalar fusion with two cannulated screws that are intact. The implant itself looks in order, neither signs of breakage nor pe liner dislocation. With the information at hand, I conclude loosening of the tibial and talar components due to patient related factors.¿ based on investigation, the root cause was attributed to a patient factor related issue. The failure was caused by poor bone quality. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that were not available at this time.